Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.